Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. Allegedly, a cs 064 alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a cs 064 call service alarm. During testing, the pump emitted a cs 215 call service alarm while exercised for 24 hours. A cs 064 alarm was not duplicated. The pump case was removed and evidence of moisture ingress was found on multiple internal components.